Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, two delivery device balloons became stuck in the stents following deployment. The first treated lesion was in a severely tortuous, highly fibrotic circumflex (cx). The physician pre-dilated the lesion with a maverick 2.5 x 12 mm balloon. He deployed the taxus express2 8.8% 2.75 x 16 mm drug eluting stent in the cx at 12 - 13 atms on the first inflation. The balloon deflated properly. The physician dialed down and waited a few seconds before attempting to remove the balloon. The physician noted resistance during withdrawal. He attempted to advance the balloon but it would not release. The physician was able to remove the balloon intact by deep seating the guide catheter. The second treated lesion was located in the non tortuous, non calcified left anterior descending artery (lad). The taxus express2 3.5 x 20 mm stent was deployed at 12 -13 atms. The balloon deflated properly. The deflated balloon was stuck to the stent. The physician was able to remove the balloon by pulling the catheter, causing the guide wire and guide catheter to come with the balloon. The balloon was removed intact. No pt complications or injuries were reported. The pt's condition is reported as good. Same case as 6000093-2004-00340.